Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Event description:
It was reported that prior to a biopsy procedure, a foreign material like pink color plastic was allegedly found in the package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed maxcore disposable core biopsy lot sample was returned for evaluation. On visual evaluation , the device was received in a condition with both the slides in their initial positions. It was observed that there was unknown pink object inside the package. On x-ray evaluation, it was observed that the wing to the rear actuator trigger button was broken. And it was further noted that the unknown pink object in the package seems similar to the actuator trigger. Therefore , the investigation for the identified break is confirmed as the wing of the rear actuator button was noted broken. However, the investigation for the reported foreign material is kept as inconclusive as the foreign material reported by the user is the material which got broken from the instrument. Based on the sample evaluation, the investigation for the identified break is confirmed based on the evident provided and the reported foreign material is kept as inconclusive. However, one electronic photo was provided for review. Photo shows the unknown pink object in a sealed package. Therefore, based on the photo review, the reported failure foreign material can be confirmed. Therefore, the investigation for the reported foreign material can be confirmed based on the photo provided. A definitive root cause for the alleged foreign material and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, a foreign material like pink color plastic was allegedly found in the package. There was no patient contact.